Event description:
It was reported that the patient reported remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of automatic mode switch (ams) caused by over-sensed noise. The noise could not be reproduced in clinic. No intervention was performed and will further be monitored. There were no patient consequences.